Event description:
Device 1 of 4. Reference MFR report # 1627487-2010-03887, 1627487-2010-03888 and 1627487-2010-03889. The pt received his scs system for foot pain on (B)(6) 2010 consisting of an ipg, two percutaneous leads and two lead anchors. On (B)(6) 2010, it was reported that the pt was experiencing pain in his left leg. In an effort to resolve this issue, the physician removed the lead which was believed to be the cause of the alleged discomfort. The surgical intervention reportedly alleviated the pt's pain and the remaining lead was said to provide adequate therapy relief. However, f/u on the pt found that his leg pain persists. As such, the physician explanted the entire scs system on (B)(6) 2010. The explanted devices were discarded and will not be returned to the MFR for analysis.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a non-conformance; however, the non-conformance was identified as an issue that did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.